Event description:
It was reported that patient presented in clinic and underwent testing of capture threshold of thier pacemaker. During temporary pacing testing, there was a slightly higher output noted. No action was taken to resolve this anomaly. There were no adverse patient outcomes due to this issue. No further information is available.